Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was a delay in treatment when the issue was identified. The field service engineer (fse) went onsite and confirmed that the system had a shut down. Review of the system log file showed that the problem was caused by a battery error in the uninterruptible power supply (ups). The fse found that the ups which was in use was not supplied by a philips qualified supplier. The customer informed the third party supplier about the issue. The third party supplier came and replaced the ups, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was getting shut down during the procedure. No harm has been reported to philips. A philips service engineer(fse) inspected the log file remotely and confirmed that system was turned off during procedure. Troubleshooting actions showed a problem with the ippc. Philips has started an investigation of this complaint.